Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "broken proximal femoral intramedullary nail with pseudarthrosis after pertrochanteric fracture and osteosynthesis. Revision surgery with nail removal and hip tep."